Event description:
The customer reported that she experienced a high blood glucose of 379 mg/dl. At the time of reporting, her blood glucose was 250 mg/dl. She stated she attempted to treat with the insulin pump, in addition to giving herself manual injections. During troubleshooting, it was found that the customer had received no delivery alarms. The customer stated she did not remember receiving or clearing these alarms, but stated the alarm was resolved by a complete set change. Further troubleshooting could not be performed as the alarm was not occurring at the time of the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.see manufacture report number 2032227-2014-41732.